Event description:
During a procedure, the physician deployed a curved ff and only a piece of strand without anchors was released. The 2nd rev curved ff, prematurely deployed as he was trying to position. All sutures and anchors that did not deploy successfully has been removed. It was confirmed all ts ans suture were removed from the patient.

Manufacturer narrative:
One fast-fix 360 reverse curved needle delivery system inserter was returned for evaluation. Suture and t's were not returned. The actuator is in its post t2 position indicating a complete deployment. Device was tested for cycling and functioned properly. Review of mrp system confirmed all components required for this product build were issued to the work order. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. Smith & nephew will continue to monitor for any future occurrences of this failure type. No further action is deemed necessary as a result. (B)(4).